Event description:
It was reported to philips healthcare a boot up/power-up problem of the heartstart mrx. There was no reported involvement or patient impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.